Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not crossing over on the station. A technical support specialist (tss) dialed in to the station and server, verified both systems, and confirmed that there were no communication errors. The tss verified that both patients appeared on the server under admitted status, checked area and nursing unit configurations, and confirmed that admission inactivity days were set to 20 by default. A report was run for both patients to check the last activity on the station. The station was checked by filtering names for both patients, and their details appeared correctly. An email was sent to the customer requesting verification from their end. The customer responded and confirmed to proceed with closing the case. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patients were not crossing over on the station. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.